Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient fell and broke with plate and then the stimulator did not work so well. If she stood too long her whole back hurt and the patient complained of right leg pain from the top of her thigh to her knee. The patient also had back pain, diarrhea, and fecal incontinence. It was noted that the patient had bowel incontinence since the age of (B)(6). The patient had less vibration sensation on their lower extremities (it was down to 80%). She also had an asthenic gait on the left which was noted to not be normal. There was no clear evidence for focal neurologic deficit in the leg. While the doctor could rule the patient's leg as being neurologically mediated, it was impossible to rule out the change in benefit from stim. The patient had acute neurologic change post stimulator change. Additional information received from the health care professional reported that device interrogation was performed and a parameter change was suggested. They wanted to track symptoms. The health care professional did not think that the fecal incontinence had been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uwgn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that since the patient had a revision, she lost fecal control but she still had urinary control. There was a return of fecal incontinence. This was noted as a sudden change in therapy/ symptoms. Additional information from the hcp noted that the patient's therapy felt different since the revision. The programming parameters were 3+0- 0.7v 330pw 14hz. It was noted that before the revision, the patient was getting bowel and urinary therapy. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.